Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Results will be submitted to the FDA in a supplemental report. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. In the surgeon's opinion, the most likely cause of the event was possible patient movement during surgery.

Event description:
It was reported that the surgeon noted a posterior capsule tear upon inserting the li61aor lens using the ez-28 delivery system. The incision was enlarged and the lens was subsequently removed. An anterior chamber lens was successfully implanted and sutures were placed to close the incision. The patient's current status was reported as excellent. Please reference MDR #: 1119279-2011-00123.